Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient's generator was interrogated and an error code 6 was seen which resulted in disablement of therapy. A subsequent interrogation was performed and therapy was re-enabled. No further issues were seen after this. Attempts for the generator are being performed internally. The device history records of the generator were reviewed. The generator passed final quality and functional specifications prior to release. No other relevant information has been received to date.

Manufacturer narrative:
G2. Report source; corrected information; supplemental MDR #1 inadvertently omitted information known prior to submission.

Event description:
Later, data from the generator was received and reviewed. It was confirmed that the generator had spontaneously reset. As reported in supplemental report #1, a gc5 reset is not the cause of the device issue. This was determined based on the fact that the device had the newest m1000 firmware which is not susceptible to gc5 resets. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
A gc5 reset is not the cause of the device issue. This was determined based on the fact that the device had the newest m1000 firmware which is not susceptible to gc5 resets.

Manufacturer narrative:
H6. Adverse event problem codes; corrected information; b13 & d01 inadvertently left off of initial report despite being known at the time of submission. B5. Describe event; corrected information ; initial MDR inadvertently omitted information known prior to submission. D8. Was this device ever serviced by a third-party servicer?; inadvertently left blank on initial report despite being known at the time of submission. D3 manufacturer name, city and state (enter complete address for esubmission); initial MDR inadvertently omitted email information known prior to submission.